Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level over 600 mg/dl. Cause of bg level was not known. Customer went to the emergency room, was subsequently admitted to the intensive care unit, and was discharged 18 days later. Customer declined troubleshooting with tandem technical support and declined to provide further information.